Event description:
No additional information received from customer.

Manufacturer narrative:
Updated: b5, d8, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the front actuated-grip exhibited the distal end pad peeled off. The issue occurred during a robot-assisted inferior ileocecal resection therapeutic procedure. The procedure was completed with a similar device. There were no reports of patient or user harm, injury, or death.